Event description:
It was reported to philips that the output for the capacitor was above product specifications. There was no patient involvement.

Manufacturer narrative:
The customer was put in contact with a remote service engineer (rse). The customer checked the output again, when on 200j the output hit 243j which is still out of range. There are no errors at all in the ats and the biomed confirmed the device was connected the power. The device passed the ops check earlier in that day. The rse advised that the issue is related to the capacitor or the therapy pca.. Since there are no errors in the logs, it may be best to send the device to the bench for repair. The rse explained another option would be to switch the capacitor out the biomed felt there must be something else that could be done remotely. The biomed disconnected and did not answer after two more attempts to reconnect and there is no email on file. The rse closed the case.

Event description:
It was reported to philips that the output for the capacitor was above product specifications. There was no patient involvement.